Manufacturer narrative:
After examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the pre-requisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To address this issue, an incident has been raised with the sap team in service now to manually re-trigger the eligibility message from sap to teneo. Upon further investigation, it was discovered that this patient will need to get a us device. Helpline is completing this process to provide the customer with a new pump and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the pre-requisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To address this issue, an incident has been raised with the sap team in service now to manually re-trigger the eligibility message from sap to teneo. Upon further investigation, it was discovered that this patient will need to get a us device. Helpline is completing this process to provide the customer with a new pump and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6122, mmt-1882. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Instructions were provided to resolve the issue, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6122. No product return is required for mmt-1882.